Event description:
The customer reported the system would not display live images. This issue may cause the system to be unusable due to a loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and high voltage cable. The system operates as intended.